Event description:
It was reported that (2) tlc55 were used during a bowel resection procedure. It was reported by the rep that the surgeon was able to fire the cutter fine on first firing, but was unable to fire the reload due to the safety lockout activating. It is unknown how the case was completed and there was no consequence to pt.